Event description:
It was reported that the customer experienced a high blood glucose level of 540 mg/dl and did not receive a no delivery alarm. The customer also reported that the cannula from her first and second infusion sets were bent. She was advised that the bent cannulas might have relieved back pressure, resulting in the absence of the no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).